Manufacturer narrative:
The customer did not return the suspected product for evaluation. The lot # of the contour next test strips involved in the event was provided as 8epeg14b by the customer. However, the expiration date associated with the lot # was provided as 31-mar-2020. Based on the expiration date, the lot # in section d4 of the initial report was captured as 8cpeg14b, corresponding with expiration date of 31-mar-2020. Therefore, during in-house testing, test strips from both lots i.e. Lot # 8epeg14b and lot # 8cpeg14b were used for testing. An in-house testing was performed using the in-house contour next link meter with the in-house contour next test strips from both of the above mentioned lots, which gave satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot #s 8epeg14b and 8cpeg14b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided.

Event description:
The customer reported that she obtained a difference of 30-40 mg/dl between blood glucose readings obtained on two separate contour next link meters. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.